Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank during drain 4 of 4. The contact stated the patient was disconnected prior to calling in. The contact stated they turned the cycler off because they believed the treatment was complete. The contact stated that typically when they tap the screen, the screen visuals returned; but this time it remained blank. They pressed the ok and stop keys, touched the touch screen, and tried rebooting the cycler; however, the blank screen issue persisted. The ok and stop keys were lit up, but the screen was blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed that the patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy, and the patient reportedly had capd supplies to last for at least ten days. The contact stated the patient would use their capd supplies (in the absence of a working cycler) to complete pd therapy manually. Upon follow-up, it was confirmed that the treatment was successfully completed on the day of the reported event. It was also confirmed that there were no adverse effects experienced, and no medical intervention was required as a result of the reported event. The replacement cycler was received by the patient, and the old cycler was returned to the manufacturer as scheduled. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.